Event description:
Started intravenous; connected continuous-flo solution set. Went to start/regulate intravenous fluid infusion rate. There was no roller clamp on intravenous tubing. Notified rn in charge of pt prep area, she stated they had (6) others with same problem. Retained 1 of 6, and changed set on pt. Rptr has 2 defective sets in their possession. Notified other key personnel at hosp.